Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that during phacoemulsification of the lens nucleus in right eye of cataract surgery at which point aspiration stopped even though the ultrasonic power continued to oscillate, and the surgery was suspended. After all circuits were reset, the device returned to normal operation, iris prolapse and anterior chamber collapse occurred through the corneal incision. Intraocular lens implantation was discontinued, the wound was sutured, and the surgery was completed. The next day the patient experienced postoperative acute choroidal effusion and secondary implantation was performed to remove residual cortex. The current patient condition was recovering.